Event description:
It was reported that the customer has been experiencing low blood glucose levels for three to four weeks, and was hospitalized on (B)(6) 2013. The paramedics were also called on (B)(6) 2013, due to low blood glucose levels. The caller stated that the customer was eating in the kitchen, and then began acting "out of it". Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had recently made changes to the basal rates. The caller did state that the insulin pump was worn during an MRI. Advised that the insulin pump should not be exposed to high magnetic fields. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.